Event description:
Device malfunction: none. Adverse event: transient ischemic attack, seizure requiring medication. Onset of adverse event: after the procedure. It was reported that on (B) (6)2010, 9 days after the successful implantation of an acculink stent in the left internal carotid artery, the pt became unresponsive and stiff and was hospitalized. At the hospital, the pt was sedated and intubated for mechanical ventilation. The pt was given anticonvulsant medication to take for six months. Electroencephalogram found no seizure activity, but suggested encephalopathy. After the pt was extubated, she was taken for an MRI that showed no evidence of an acute event. The pt quickly returned to her baseline neurological state on (B) (6) 2010 and was discharged on (B) (6) 2010 with the diagnoses of status epilepticus, left middle cerebral artery transient ischemic attack, and respiratory failure. An arteriogram showed no significant stenosis in the left internal carotid artery stent. The pt's plavix dose was increased to 150 mg twice a day. The pt has a history of central pontine myelinolysis. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Per the rx acculink instructions for use (IFU), tia is a known potential adverse event associated with the use of the device. There was no known device problem reported and no product quality discrepancies reported during inspection prior to use. In this case, the info available and relevant mfg records are not sufficient to determine the relation between pt adverse events and the abbott vascular device quality. Apparently, the pt has a history of central pontine myelinolysis and has unfavorable anatomic conditions for surgery. Although a conclusive cause could not be identified, the event is possibly related to operational context of the device.